Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4) . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00943, 0001526350-2023-00944, 0001526350-2023-00945, 0001526350-2023-00946.

Event description:
It was reported to "look at ratchet". The calibration and test cut could not be checked prior to repair due to the damaged comb. The ratchet gear was not rotating in the ratchet handle. The bottom roll had considerable wear. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. Due diligence is in progress, no further information has been provided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the calibration and test cut could not be checked due to a damaged comb, the ratchet gear was not rotating in the ratchet handle, and the bottom roll was worn. The comb, bottom roll, shoulder bolts, 2 washers, and the gear to the ratchet were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00943 -1, 0001526350-2023-00944 -1, 0001526350-2023-00945 -1, 0001526350-2023-00946 -1.

Event description:
There is no additional information available.